Event description:
Additional information received stated that the patient accidentally sent a part for their CPAP to repair service.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of their desktop charger resolved their pain and recharging issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the desktop charger connector pin was broken/bent/loose. It was reported that the desktop charger was plugged in and placed on the back and nothing was showing up. During this time, the connector pin was wiggled and it suddenly came on. When it was let go, it went off. No symptom was reported. Patient reported that the battery was empty because they have not been able to recharge it. The patient reported that they were in ¿a ton of pain right now¿ and also just had a knee replacement so they have pain that is going down the leg.